Event description:
Reportedly, during a follow-up, no markers were recorded in the episodes recorded in the device memory. This event had no impact on the patient.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20200206 - file-2019-03853 - analysis_and_closure_report_resp-2020-00133.pdf].

Event description:
Reportedly, during a follow-up, no markers were recorded in the episodes recorded in the device memory. This event had no impact on the patient.